Manufacturer narrative:
There was no patient involved there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was cable damage with electronic hardware failure. The device was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) cable was unable to be confirmed as no product was returned, and no files or images were submitted for evaluation. The provided information indicated the cause of the damage to the cable is unknown. Additionally, the exchange of the mpu resolved the issue, but no product will be returned for further evaluation. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 06dec2018. The heartmate 3 instruction for use was available for use at the time of the event. Section 2, entitled ¿system operations¿, warns the user against twisting, kinking, or sharply bending the mobile power unit (mpu) patient cable. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The cause of the damage was not identified and images were not available.